Event description:
Olympus was informed that during an unspecified procedure, the device tip broke off. No additional information has been provided. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the that the tip of the device had broken off. A visual inspection found the device cracked. The missing broken portion of the device was not returned. This type of damage is consistent with user handling of the device. The instruction manual warns users: "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged."